Event description:
Following a 3 stage bone scan, the pt had loss of therapeutic effect. The pt had no stimulation for 2 days. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).